Event description:
It was reported that the customer experienced an issue with the pump battery not charging. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.